Event description:
Per attorney's letter: the consumer was allegedly "ejected" from a manual wheelchair, when the crossbar under the seat broke, causing patient to fall to the floor. As a result of the incident the attorney claims the consumer sustained a complex tear/foreshortening of body and posterior born of medical meniscus, as well as joint effusion.